Event description:
My son was disabled in utero by the mercury in my amalgam fillings. While I was pregnant with him, I had 6 amalgam fillings in my mouth. I drank decaffienated hot beverages and normal chewing released mercury vapor into my system. That toxin went directly through the placenta and into my son. After presenting with slight developmental delays from birth, at age 25 months he was finally diagnosed with mild/moderate autism, a life-long developmental disability.